Event description:
It was reported that during a lap adjustable band procedure, the device was leak checked and they were unable to inject air into the band. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: visual and functional analysis of returned product confirmed that the balloon could not be inflated/deflated. Visual inspection established that the potential cause of this inflation/deflation issue was the presence of excess glue near catheter connection. The mfg records were reviewed and no anomalies were found during the mfg process.